Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that during a recent follow up the CT revealed that the aorta below the renal arteries has dilated resulting in a proximal type I endoleak and abdominal aortic aneurysm dilatation. Per the physician, the cause of the proximal type I endoleak is due to disease progression with aortic neck dilatation. The patient will be treated at another facility. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.